Manufacturer narrative:
A2:age at time of event: 18 years or older. Device is combination product. B3 date of event corrected from (B)(6) 2018 to (B)(6) 2019. D6 implant date corrected from (B)(6) 2018 to (B)(6) 2019.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 12x2.50mm, concentric, de novo, target lesion was located in a severely tortuous and moderately calcified, left anterior descending artery with a bend between 45 and 90 degrees. Following predilatation, there was 75% residual stenosis. While advancing the 2.50x12 synergy drug eluting stent, significant resistance was encountered. When the synergy stent was deployed, a distal edge type c dissection occurred and another stent was implanted to complete the procedure. The patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 12x2.50mm, concentric, de novo, target lesion was located in a severely tortuous and moderately calcified, left anterior descending artery with a bend between 45 and 90 degrees. Following predilatation, there was 75% residual stenosis. While advancing the 2.50x12 synergy drug eluting stent, significant resistance was encountered. When the synergy stent was deployed, a distal edge type c dissection occurred and another stent was implanted to complete the procedure. The patient status was stable.